Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
It was reported the lead could not properly be inserted into the extension, even if the screw was slightly unscrewed. The extension was replaced. There was no pt injury or death, and no actions were required as a result of this event. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.